Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 363 mg/dl at the time of incident. The customer stated that she was changing the battery when the pump booted up and went blank. The customer was on her backup plan and she treated with a manual injection. The customer stated that she could not complete troubleshooting. She was advised to leave the battery out for ten minutes and put in a new battery when she gets home. She was advised to call back of the pump does not boot up. The insulin pump was not returned for analysis.